Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoflator shut down during procedure displaying a warning issue. Rebooted but did not clear the issue. The procedure was completed successfully with a second endoflator with a delay of less than 15 minutes. No harm to the patient, user or third reported.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for inspection. Therefore, no physical technic al inspection could be performed. With the error message "a system failure occurred. You have limited access to the settings menu only. Restart the device in order to proceed. If the problem persists, contact karl storz service." No detailed defect could be identified. System states that require the transition to the "safe state" are signaled using alerts. In such cases, the entire system reacts with a chain reaction. Due to the definition that the last received message overwrites previous messages of a given priority level, generally only the last received message is shown on the display, even if all messages are defined as displayable. However, the message chain is not required for user information but only for error analysis, since the message text is always the same. For the analysis of "safe state" the last messages in the log file must therefore always be used. The IFU is stating this "failure of products" clearly in section 3.9, page 12. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).